Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient and his family were looking for a doctor who used pain medications in the device system. The patient¿s device was used to infuse baclofen ¿only¿ but it was not ¿helping much.¿ the patient¿s managing doctor told the patient and his family that they ¿didn¿t want to go to pain medications.¿ it was also noted that the patient had surgery in (B)(6) ¿to lower the catheter.¿ additional information received reported that on (B)(6) 2013 there was no record of patient contacting the office. ¿the patient was seen on (B)(6) 2013 and reported he was ¿doing well.¿¿